Event description:
It was reported that during a prostate procedure, the tip of the fiber was loose. The physician &#50309;moved the part from patient and requested a new fiber." The procedure was completed with no injury to the patient. Patient outcome: "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap is still attached to the body of the fiber; the outer flow tubing open end exhibits scratch marks; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation.

Event description:
Joules used: 456,607. Time expended: 53 minutes.